Event description:
Information was received that defibrillation threshold (dft) testing was performed and shock impedance measurements were found to within acceptable range. The patient was sent home with no further action taken at this time. There were no adverse patient effects reported.

Event description:
Boston scientific received information through a remote monitoring system had detected an out of range high shock impedance measurement on the right ventricular (rv) lead. There was no information immediately available. A request for additional information has been sent.

Event description:
Additional information was received indicating high shock impedance measurements continue to be observed. The local field representative is working with the physician to determine if a possible connection issue occurred during the recent device change out for normal battery depletion that may be causing the out of range shock impedance measurements. A planned procedure to check the connection was discussed. There has been no adverse patient effects reported. An additional request for information regarding the procedure has been sent.

Manufacturer narrative:
The device and lead remain implanted with no change. This investigation will be updated should further information be provide

Event description:
Additional information was received indicating high shock impedance measurements continue to be observed.

Manufacturer narrative:
The lead currently remains implanted. This investigation will be updated should further information be provided.

Event description:
Continue to see alerts for out of range impedance measurements. Physician is aware. No action will be performed.